Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that the gripper of the first clip failed to lower while inside the patient. Subsequently, the clip was removed and exchanged. The procedure was then completed with two clips implanted and an mr reduction to grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult to open or close (gripper actuation - single) associated with the inability to lower the gripper could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d4: lot and catalog number updated.